Manufacturer narrative:
PMA/510k: this product is not marketed in the us. Device evaluation: the lens was rotated inside the cartridge and remained in the cartridge. Volume of used viscoelastic material appeared to be appropriate work order search: no similar complaint type events were reported for units within the same lot. Device history record (DHR) review: the serial was certified by coc issued by manufacturer without any irregularities.there were no irregularity found at sj's visual incoming inspection. Claim#: (B)(4).

Event description:
The reporter indicated that when handling the rod of a ks-ni2, 20.5 diopter, intraocular lens the rod passed above/below lens and was blocked. No patient contact.